Event description:
Should be in the bag: "rep said that the description of the event and pictures are in the bag with the product that's returning."

Manufacturer narrative:
Investigation summary: the event unit was returned for eval. Upon inspection, engineering found that the unit was fully retracted with the issue bag completely detached and the cord loop cut. There was a tear near the seam at the bottom of the bag and the bag showed signs of tension near the burst site. Previous tests have been identical stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our initial/ final report.